Event description:
It was reported to boston scientific corporation that a pinnacle duet pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, at the first follow up appointment, the patient had an infection and medication (type unknown) was administered. The physician reported the patient had some "necrosis" near the post vaginal wall incision. At five weeks post-procedure, the patient had small mesh exposure, which was removed. At eight weeks post-procedure, the patient again had some mesh exposure, which the physician removed. The patient was provided a cream (type unknown) to assist with symptoms. The patient had some trouble voiding, with urgency symptoms, but no incontinence. Medications were administered to treat the urgency. All other information is unknown and unavailable.